Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine, if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was infected, irritated and the blood glucose (bg) levels reached 320 mg/dl. The patient visited the doctor's office, where was given a cortisone cream to treat the affected area. A new pod was applied to treat the hyperglycemia.